Manufacturer narrative:
Integra has completed their internal investigation on may 02, 2017: results: product was not released for inspection. DHR review; cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. Complaints history; a two year lookback for this reported failure and or related to "rocker arm can be manipulated " for product ID a3059 shows that 10 complaints were received including the 3 this customer reported on the same date. This issue is currently being monitored. Conclusion: the device in question was not released for evaluation therefore the root cause to the end users experience could not be determined. An in service is being recommended as three complaints with the same reported failure were filed by this customer however product was not sent in for review. This complaint will be reopened should we receive product.

Event description:
The residents at (B)(6) university brought to the attention of the integra sales representative the surgeon's discomfort with the mayfield 2 skull clamps, a3059. This was communicated as a recurring issue and not an isolated incident. Although the customer has reported about 3 occurrences. This is in reference to the third occurrence. No exact patient details were provided. The rocker arm could be manipulated after the entire mayfield construct has been locked. It was then demonstrated by the surgeon to the sales representative that after the skull clamp is locked, the metal rocker arm can be rotated under pressure; moving the rocker arm back and forth. The surgeon believed that all the skull clamps have some degree of gross movement, some worse than others. Furthermore, on the opposite side of the mayfield 2 skull clamp, the surgeon felt the whole ratchet arm was flexing, providing movement in the whole construct, subsequently disrupting navigational landmark accuracy while operating. It was also mentioned that the system seemed to flex under pressure and then return to its original fixed state, not affecting the navigational accuracy unless pressure was placed to the patient¿s skull. Linked to mfg. Report numbers: 3004608878-2017-00059, 3004608878-2017-00060.